Event description:
It was reported that balloon rupture occurred. A 4.00mm x 12mm nc emerge balloon catheter was advanced to dilate a calcified lesion. However, during first inflation at 12 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole 4mm distal from the distal marker band. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. A 4.00mm x 12mm nc emerge balloon catheter was advanced to dilate a calcified lesion. However, during first inflation at 12 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.